Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery at which time only an accessory kit was used. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. This report is a duplicate event and is reported under 2183959-2018-60357 and the analysis will be submitted after completion under 2183959-2018-60357.

Manufacturer narrative:
Additional information provided in: b5 describe event or problem - this report is a duplicate event and is reported under 2183959-2018-60357 and the analysis will be submitted after completion under 2183959-2018-60357.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery at which time only an accessory kit was used. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.